Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During a laparoscopic surgery, the subject device was used. The tissue pad of the device was separated. The procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-01426 to provide additional information (including device manufacture date) based on the evaluation of the returned device. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation found that the tissue pad was severely worn. The manufacturing history was reviewed, with no irregularities noted. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate output without contacting tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows: do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".